Manufacturer narrative:
A visual examination of the returned balloon device revealed that no molding defects or damage was observed. The feeding lumen and inflation lumen were filled with liquid to replicate the leakage. After ten minutes, no leaks were observed. It was noted that the condition of the returned device was not consistent with the complaint that the device was leaking. Therefore, the complaint failure mode was not confirmed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy placement procedure. Procedure date is unknown. According to the complainant, during the procedure, the peg tube was leaking and was removed from the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Correction: an endovive standard balloon replacement kit was used, not an endovive initial placement kit. Please note the investigation revealed the device received is product made by an external manufacturer for boston scientific.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of peg tube leaked. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during a percutaneous endoscopic gastrostomy placement procedure. Procedure date is unknown. According to the complainant, during the procedure, the peg tube was leaking and was removed from the patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.